Event description:
This event was communicated by (B)(6) in response to a recall notice issued for the same model of spheres. As noted by the complainant: "they have spheres break apart all the time going back to last fall." Customer/complainant did not provide any lot numbers, pictures or was able to return any defective devices.